Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
On 2016-08-18: it was further reported that the lead was returned.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant surgery. It was noted that there was "extreme electromagnetic interference" from the onset of the surgery. There was trouble getting a signal through the analyzer, but the lead was eventually placed and tested. The lead exhibited noise, high impedance and no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.